Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open unknown procedure, it was found that some deployed staples of the outside staple line in 1 centimeter around the proximal end were unformed and some of them were loosely b-formed after the third firing of functional end to end anastomosis. The device was used on the jejunum. The cartridge was white. Additionally, an additional full-thickness suture was performed with vicryl to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54p9.